Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).

Event description:
During index procedure, the patient had 2 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid rca. The patient suffered an mi on the same day. The reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study stent.